Event description:
The silverhawk device was used to treat a focal lesion in the peroneal where percutaneous transluminal atherectomy was performed across the midsegment of the left peroneal artery. After multiple passes were taken a completion angiogram was taken and the patient was noted to have an occlusion across the midsegment of the left peroneal artery; this was felt to be secondary to a dissection that was created by the atherectomy. This area was treated with balloon angioplasty. When the physician pulled the device back to clean, the silverhawk hung up on the distal end of the sheath and tip of nose cone broke off. The tip was snared successfully. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because the lot number was not provided.